Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'system error 322' was not reproduced. A review of the event history log revealed no system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the minor tear on the cable of lower auxiliary. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.